Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a torn keypad and a dim pink display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: all keypad buttons are responsive. The keypad cover was torn between 'down' and 'ok' buttons. No evidence of contamination was found under any key contacts. Dim pink display screen was found. Open pump to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.